Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed with no issues noted. Functional testing, including leak testing, clear passage testing, clamp function testing, and torque testing, was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twisted lock of the transfer set "lost its closing function". This occurred three times during use. The set has been changed. There was no patient injury or medical intervention associated with this event. No additional information is available.